Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product received for analysis was g123h. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle was submitted for fractographic evaluation on october 20, 2025. The component was identified as product code g123h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ?- when did the needle break (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage of tissue. - please provide the product code and lot number. G123h don¿t have lot - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Sales rep was in case..they through box out and wrapper I didn¿t grab out of garbage and they didn¿t have the lot the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported to the sales rep that the needle broke on the suture. No other information was given. There was no patient involvement. Product is available for return. No adverse patient consequences were reported. Additional information was requested.